Event description:
It was reported that during a follow up, an alert showed high hv impedance. The lead configuration was changed from rv to svc/can to rv to can and hv impedance upper limit was increased. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.